Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that low flow software was requested due to multiple low flow events of unknown cause. The alarms resolved with the software upgrade. On (B)(6) 2022, it was also communicated that the patient had a profound right ventricular (rv) dysfunction post venoarterial extracorporeal membrane oxygenator (va-ECMO) removal and heartmate (hm) 3 placement. It is unknown if the right heart failure existed before the left ventricular assist device (lvad) implant. No device related issue caused or contributed to the right heart failure and it was temporarily being treated with protek right ventricular assist device (rvad)the patient remained intubated and no symptoms were identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right ventricle dysfunction could not be conclusively determined through this evaluation. The reported low flow alarms were confirmed by an onsite abbott representative; however, a direct cause for the low flows could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.